Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the evening of (B)(6), during the routine installation and injection, he found that the liquid could not come out. Later inspection found that the insulin needles used at that time were completely deformed. , could not be used normally, and the injection was completed after replacing another needle of the same batch, only 1 of the 14 needles in the box was found to be abnormal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the evening of (B)(6) during the routine installation and injection, he found that the liquid could not come out. Later inspection found that the insulin needles used at that time were completely deformed. , could not be used normally, and the injection was completed after replacing another needle of the same batch, only 1 of the 14 needles in the box was found to be abnormal.